Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance 120 ohms to 125 ohms, with an average range over the past 28 days. A request was made to have data from this device analyzed. Rhythmcare reviewed device data and provided recommendations for monitoring the patient closely, the rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) not found. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.